Event description:
Related manufacturer reference number: 1627487-2023-01232. It was reported that during patient's drg system explant procedure on (B)(6) 2023 the physician was unable to remove the l5 lead so it was cut and left it in situ. The rest of the drg system was successfully explanted. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model:c3 3186, UDI: (B)(4), serial: (B)(4), batch: 7234784. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.